Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment for a thoracic aortic aneurysm using the gore® tag® conformable thoracic stent graft with active control system (ctag). The first ctag was deployed without reported issues. When the primary deployment handle of the second ctag was removed, an abnormal sound was heard. The deployment line was severed midway, and the stent graft did not deploy at all. Upon checking the access hatch, the primary deployment line number 1 could not be confirmed. The undeployed device was retrieved into the sheath and removed from the patient's body. The procedure continued using a new ctag. The patient tolerated the procedure.

Manufacturer narrative:
H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to: stent graft: incomplete deployment. Product evaluation: the device evaluation showed the pdl broke near the proximal end of the stent graft at the location of the slipknots. The observations of the device evaluation support the event description¿s report of the device not expanding to intermediate diameter following primary deployment. Primary deployment not completing is likely due to the primary deployment line breaking. The deployment line appears to have broken due to tensile forces. The cause of the primary deployment line breaking could not be confirmed with the currently available information.